Event description:
It was reported that the patient had less than 50% therapy relief (exact date of this was unknown). Upon interrogation, the device had high impedances. Lead 2 (8-15 electrodes) impedances were greater than 4,000 ohms when ran at .25. (The lower amplitude test had to be used since leads were placed caudally and cover s1). No paraesthesia was obtained using electrodes 8-15. Reprogramming was done using the other caudally placed lead that covered the left leg/foot. The plan was to have the patient try this programming and if pain relief didn¿t improve, then may discuss lead revision. However, the patient was apprehensive to have another surgery. As of (B)(6) 2015, there was no further information available. If further information becomes available, a follow up report will be sent. Patient had 2 devices. See MFR 3004209178-2015-04483 for the other device

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# va0374h, implanted: (B)(6) 2013, product type: lead. Product ID 3888-56, lot# va0374h, implanted: (B)(6) 2013, product type: lead. Product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the patient experienced less than 50% therapy relief in the back. As a result a lead replacement was needed and performed on (B)(6). Following the replacement, the patient had good stimulation. At the time of the report the patient was alive with no injury. It was unknown what the cause of the issue was and it was unable to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3888-56, lot# va0374h, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# va0374h, implanted: (B)(6) 2013, product type: lead; product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).